Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulties occurred. The 80% stenosed 50x2.75mm target lesion contained between >45 and <90 degree bend and was located in the moderately tortuous and moderately calcified posterior descending artery in the right coronary artery. Following predilation with an unspecified balloon catheter, a 2.75x38mm promus element long drug eluting stent was selected for use and advanced but failed to cross the lesion. The device was retrieved intact and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, device analysis revealed proximal stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was returned for evaluation. A visual examination of the crimped stent found that the proximal edge of the stent was bunched up. As a result of this bunching the proximal end of the stent was positioned 2mm distal to the distal edge of the proximal markerband. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).